Event description:
It was reported that (1) device was used during an ovarian cystectomy. It was reported by the affiliate that the 35hlt tip of the inner sheath fell out into the pt (did retrieve it from the pt). Another instrument was used to complete the case. There was no further consequence to the pt.